Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 501 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no known permanent damage. Reportedly, the pump touch screen was on, but the display remained black. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 501 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on 4/9/2026 with no known permanent damage. Reportedly, the pump touch screen was on, but the display remained black. Reportedly, the customer reverted to manual injections for insulin therapy.